Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) pocket repositioning and lead replacement procedure due to unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4) model: m365sc2218500 serial: (B)(6) batch: (B)(6)